Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set had blocked flow during the lipid infusion. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "lipid tubing was alarming ""occlusion."" Took the tubing out of the pump and opened up the clamp wide open, but it still would not drip. This has happened multiple times with this lipid tubing on other patients."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023. H6: investigation summary: 9 samples model 10010453 were returned for investigation. The customer complaint that the tubing was occluding could not be replicated. For additional information regarding the use of ivfe with in-line filter administration. Bd is looking at opportunities to improve the filter function to alleviate this failure in the future. The root cause could not be determined because the issue could not be replicated. A device history record review for model 10010453 lot number 21085579 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set had blocked flow during the lipid infusion. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "lipid tubing was alarming ""occlusion."" Took the tubing out of the pump and opened up the clamp wide open, but it still would not drip. This has happened multiple times with this lipid tubing on other patients"